Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable touch screen issue was verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 158 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.